Event description:
It was reported that a resident grabbed the side rail as she was getting out of bed. The side rail position dropped and she fell. Facial fractures resulted.

Manufacturer narrative:
A resident in a nursing home was sitting on the edge of the bed and grabbed the side rail as she rose to a standing position. The position of the side rail dropped and she fell. Facial fractures resulted. The sample was not returned for eval and we have not determined a root cause for this incident. It is not known if the siderail was securely positioned in the up position. It is not known how much weight was exerted on the side rail. However, due to the reported injury, this medwatch is being filed.